Event description:
It was reported that the patient had increased tone 2 weeks prior to the refill and a bolus adjustment that occurred on 2014 (B)(6). On 2014 (B)(6) at 11:18pm, the low battery reset safe state occurred. It was unknown if a pump alarm was heard. The patient was presented to the emergency room (ER) on the night prior to the report. The patient was sick with intrathecal baclofen (itb) withdrawal and was admitted to the intensive care unit (ICU) with severe increased tone, clonus, agitation, possible seizures, fever, and a creatine kinase level of 480u/l. The patient was given an IV with valium at 35mg. The patient had sleepiness and decreased blood pressure. It was reported another malfunction occurred. The pump was reprogrammed to simple continuous mode around 3:30am-4:30am on the day of the report. A flex dose was programmed with 160mcg boluses with an additional bolus around 10:30am because that was what was previously programmed before the pump began to malfunction. Then around 2:30pm the pump went into safe state mode again 9-10 minutes after a bolus. Additional information received reported the pump was replaced on 2014 (B)(6). It was clear that this was a pump failure and there was no catheter issue. The patient was to remain in the ICU the night after the replacement. A review of the event logs showed multiple motor stall recoveries with no motor stalls recorded and multiple blank logs. The motor stall recovery, blank log, low battery- pump reset, pump refill, and a pump stop command were all recorded in the same minute that the pump went into safe state. The pump was infusing lioresal (baclofen). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Analysis of the pump found a that the pump had a low battery-reset with an undetermined cause. (B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.